Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced pain, infection, dysuria, urinary retention, mesh erosion and exposure, incontinence and dyspareunia. An excision of the mesh and cystoscopy were performed.